Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system hangs up during start up procedure. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and the customer informed that while the application was booting, the system itself did not start. To resolve the issue, fse inspected the system and reloaded the system software. After repairs the device returned to good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system hanged up during the startup procedure. No harm was reported to philips. Philips has started an investigation of this complaint.